Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the pediatric patient experienced inaccurate cgm values where the cgm reading was low and 2.2 mmol/l. The patient's parent provided dextrose and food based on the cgm readings. Then the parent took a bg fingerstick which showed 25 mmol/l. A health care professional (hcp) instructed to wait an hour and if the values didn´t stabilize, then to go the hospital. The patient experienced nausea during this time. The patient was taken to the hospital by the parent and multiple bg readings were taken, which showed 25 mmol/l and 27 mmol/l higher. At the hospital the patient was treated with insulin injections. The patient was discharged the day after, around 24 hours later. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the pediatric patient experienced inaccurate cgm values where the cgm reading was low and 2.2 mmol/l. The patient's parent provided dextrose and food based on the cgm readings. Then the parent took a bg fingerstick which showed 25 mmol/l. A health care professional (hcp) instructed to wait an hour and if the values didn´t stabilize, then to go the hospital. The patient experienced nausea during this time. The patient was taken to the hospital by the parent and multiple bg readings were taken, which showed 25 mmol/l and 27 mmol/l higher. At the hospital the patient was treated with insulin injections. The patient was discharged the day after, around 24 hours later. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. H2 correction.